Event description:
It was reported that the rf head for the programmer was unable to interrogate a device. The rf head will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found that the radio frequency head (rf) label was damaged and the cable of the rf head was defective.